Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that there was water under the display of the screen. Customer's blood glucose reading at the time of the call was 335 mg/dl. No further information reported.

Manufacturer narrative:
The device was received with no button response due to corroded keypad traces. No button error alarm during testing noted. No moisture damage found inside the pump. The insulin pump was received with cracked case at display window corner, reservoir tube lip, and minor scratched display window.